Event description:
It was reported that the physician experienced a wet tap when the glass syringe stuck during use. The pt required a prophylactic blood patch due to this problem. There were no further complications.